Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.